Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was returned with the needle mechanism fully deployed. The needle mechanism was also free of any damages and defects that would have led to the reported dislodging of the cannula. The exact cause of the reported event could not be determined. The device was received without the adhesive pad, no damages or defects were observed with the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Inspection of the pod found the exposed portion of the soft cannula to be damaged. The soft cannula was observed to measure longer than expected due to the damage at 1.185 inches long. This damage did not cause fluid to not flow through the complete fluid path. The pod data contained no timeouts and drive stalls suggesting the pod did not struggle to deliver insulin during runtime. The exact timing and cause of the observed damage cannot be determined. This damage cannot be confirmed as the root cause of the user reported events. The pod data contained an 0x1c "pump has reached the pump expiration time" safety alarm. The pod data indicates that the pod ran for 80 hours before the 0x1c alarm.